Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. The pump had cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the pump has been dropped or bumped recently. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.